Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly would not deflate. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas pta dilatation catheter was received for evaluation. During visual evaluation, fiber disturbance and fraying were noted to the balloon. The balloon appeared to be prolapsed at the distal end. No hole/puncture was noted to the balloon. During function evaluation, an in-house presto inflation device was used to inflate the balloon. The balloon did not inflate. A guidewire was advanced from the distal end of the balloon, but resistance was encountered at the kinked region. Under microscopic observations, saline residue was noted to the guidewire. Additionally, the balloon was cut, and the glue bullet was noted to be seated within the catheter which was beyond the port holes. Therefore, the investigation remains inconclusive for the reported deflation problem as functional test could not be carried out due to due to condition of device returned. However, the investigation is confirmed for the identified material deformation as the balloon appeared to be prolapsed at the distal end. Also, the investigation is confirmed for the identified material frayed as fraying was noted to the balloon. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly would not deflate. There was no reported patient injury.